Event description:
It was reported that an implantable cardioverter defibrillator exhibited far r wave oversensing resulting in auto mode switch episodes. The device was reprogrammed and the issue was resolved. No patient symptoms were reported.